Event description:
The complaint is reported as: "insertion of the PICC catheter is started, the vessel is punctured, the metal guide is advanced, at the time of inserting the introducer dilator, the introducer breaks and it is not possible to finish the procedure." No patient harm was reported. It was reported no medical intervention was required and the patient's condition is "good."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "insertion of the PICC catheter is started, the vessel is punctured, the metal guide is advanced, at the time of inserting the introducer dilator, the introducer breaks and it is not possible to finish the procedure." No patient harm was reported. It was reported no medical intervention was required and the patient's condition is "good".